Event description:
It was reported that the vns patient¿s device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (impedance value ¿ 6250 ohms). The patient¿s device was last tested on (B)(6) 2015 which showed lead impedance within normal limits (impedance value 3264 ohms). X-rays were provided to the manufacturer for review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin cannot be confirmed to be fully inserted into the generator connector block with the images provided. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Significant coiling of the lead was observed superior to the pulse generator which may be due to patient manipulation/twiddler¿s syndrome. Further evidence of twisting of the lead was found near the clavicle and inferior to the strain relief loop. Follow-up revealed that the patient underwent generator replacement surgery on (B)(6) 2015. It is unknown if the high impedance resolved with the generator replacement; however it was noted that the surgeon had difficulty loosening the setscrew and may have stripped the hex screwdriver or setscrew. The explanted generator and hex screwdriver have been returned to the manufacturer for analysis.

Manufacturer narrative:
Describe event or problem, corrected data: initial MDR submission inadvertently stated that it was unknown if the high impedance resolved with generator replacement. It should have stated that normal impedance values between 2496 and 2562 ohms were observed after generator replacement and based on these measurements the physician elected to leave the lead implanted.

Event description:
It was reported that normal impedance values between 2496 and 2562 ohms were observed after generator replacement and based on these measurements the physician elected to leave the lead implanted. The explanted pulse generator and torque wrench were analyzed and no functional anomalies were noted with any of the devices. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications with no low battery indicators noted. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The as-received internal device data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2015, where the impedance value changed from high impedance to normal lead impedance. Visual examination showed tool marks on the pulse generator case which are most likely associated with manipulation of the device during the explant procedure as the observed markings are consistent with devices typically used in a surgical procedure (forceps, etc.). The header septum was cored and septum debris was observed in the setscrew socket, but no bodily fluid remnants were observed in the header septum cavity itself. Visual examination of the generator setscrew showed no stripped socket or burred/stripped threads. No burred or stripped threads were observed on the negative connector block, but bodily fluid remnants were observed in the lead cavity section of the negative connector block. Using the returned torque wrench, which was able to be fully inserted into the setscrew socket, a bench test resistor was able secured and released with appropriate audible clicking sounds. Two sets of setscrew indentations marks were observed on the bottom of the returned setscrew indicating that a lead pin or test resistor had been secured with the returned setscrew. Visual examination of the returned torque wrench showed no rounded hex shaft.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Manufacturer's first supplemental MDR report should have indicated the suspect medical device to be the patient's pulse generator based on information received. Manufacturer's first supplemental MDR report should have indicated the manufacturing date of the pulse generator (01/02/2013). Manufacturer's first supplemental MDR report should have indicated a conclusion (B)(4).